Event description:
It was reported to philips that the system did not boot up successfully, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that system did not turn on, it was stuck at 00:00. Fse work order was cancelled due to issue was resolved by the bio-med. To resolve the issue, bio-med replaced flex vision pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.